Manufacturer narrative:
(B)(6).

Event description:
It was reported that screw distal tip broken over screw driver inside the patient. All broken pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 3mm of the distal end of the screw has broken off and were not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. Clinical details were provided that a tunnel of 8mm was utilized. Per the device instructions for use ¿prepare the tibial and femoral tunnels in accordance with the accepted surgical technique. Place the graft into position in the tunnel. Choose an appropriate size biosure ha interference screw¿.